Event description:
Consumer placed battery-operated strap was placed around stomach and set for 10 min cycle. After cycle was completed consumer hit button to begin an add'l cycle. Strap began to operate and consumer began to feel uncomfortable. 10 mins later, consumer removed battery operated strap and noticed that they had two scratches on stomach and that they were bleeding. Treated at home with antiseptic and band aid. Consumer wrote MFR a letter stating that they had received two belts. 02/2002 consumer still had not received a response from MFR so they contacted MFR's toll-free number numerous times (exact number unk). Telephone number was either busy or consumer received a recording stating that they were return correspondence nor have they been able to speak to a rep.